Manufacturer narrative:
H6 - adverse event problem "health effect - impact code" is conservatively being reported as f05 "delay to treatment/therapy" and f10 "inadequate/inappropriate treatment or diagnostic exposure" b2 - outcomes attributed to ae: was previously reported as blank and has been updated to "other serious." B2 - outcomes attributed to ae null: was previously reported as "na" and has been updated to blank. H2 - if follow-up, what type?: was previously blank and has been updated to additional information. H6 - adverse event problem: investigation findings and investigation conclusions have been updated to capture investigation findings. H11 - additional mfg narrative: has been updated to capture investigation findings. Investigation conclusion: an investigation was performed on retention product from the reported lot number. Retention devices were tested with cut-off standards (25 miu/ml) and high positive standards (201.1iu/ml, 204.6iu/ml, and 245.4iu/ml. Results were read at 3 minutes and all devices yielded expected positive results. No false negatives were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any abnormalities and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert: a first morning urine specimen is preferred since it generally contains the highest concentration of hcg; however, urine specimens collected at any time of the day may be used. Very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. False negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. This test reliably detects intact hcg up to 500,000 miu/ml. It does not reliably detect hcg degradation products, including free-beta hcg and beta core fragments. Quantitative assays used to detect hcg may detect hcg degradation products and therefore may disagree with the results of this rapid test.

Event description:
The customer reported receiving false negative hcg results with four boxes of henry schein hcg dipstick urine tests. Technical services attempted to clarify the total number of false negative results obtained and number of patients involved, however, they were unresponsive. The customer indicated only 1 patient was impacted and testing took place on (B)(6) 2025, however limited information was provided. The customer indicated the patient was tested due to amenorrhea with a mirena iud implanted. During the troubleshooting process, the customer reported the control line was not present and the background was not clear when the results were interpreted. Additionally, a timer was not used. According to the package insert, negative: one red line appears in the control region (c). No apparent red or pink line appears in the test region (t). Invalid: control line fails to appear. Additionally, read the result at 3-4 minutes. Do not interpret results after the appropriate read time. It is important that the background is clear before the result is read. The customer indicated confirmatory testing was performed on (B)(6) 2025 using a fresh urine sample, a device from a different lot, and a positive hcg result was obtained. It was reported that treatment was provided, however it is unclear if the treatment was emergent or nonemergent. Labs and an ultrasound were performed; however, specifics were not provided. The patient was diagnosed as 22 weeks pregnant. Although requested, no further information was provided. Please note, although deviations were noted and there appears to be no malfunction; this is conservatively being reported as a serious injury as there is the potential for harm to the patient and/or fetus due to the presence of an iud in place. Additionally, it was reported that treatment was given as a result of the negative result, no further details were provided.

Event description:
The customer reported receiving false negative hcg results with four boxes of henry schein hcg dipstick urine tests. Technical services attempted to clarify the total number of false negative results obtained and number of patients involved, however, they were unresponsive. The customer indicated only 1 patient was impacted and testing took place on (B)(6) 2025, however limited information was provided. The customer indicated the patient was tested due to amenorrhea with a mirena iud implanted. During the troubleshooting process, the customer reported the control line was not present and the background was not clear when the results were interpreted. Additionally, a timer was not used. According to the package insert, negative: one red line appears in the control region (c). No apparent red or pink line appears in the test region (t). Invalid: control line fails to appear. Additionally, read the result at 3-4 minutes. Do not interpret results after the appropriate read time. It is important that the background is clear before the result is read. The customer indicated confirmatory testing was performed on (B)(6) 2025 using a fresh urine sample, a device from a different lot, and a positive hcg result was obtained. It was reported that treatment was provided, however it is unclear if the treatment was emergent or nonemergent. Labs and an ultrasound were performed; however, specifics were not provided. The patient was diagnosed as 22 weeks pregnant. Although requested, no further information was provided. Please note, although deviations were noted and there appears to be no malfunction; this is conservatively being reported as a serious injury as there is the potential for harm to the patient and/or fetus due to the presence of an iud in place. Additionally, it was reported that treatment was given as a result of the negative result, no further details were provided.

Manufacturer narrative:
H6 - adverse event problem "health effect - impact code" is conservatively being reported as f05 "delay to treatment/therapy" and f10 "inadequate/inappropriate treatment or diagnostic exposure." Results pending completion of the investigation.